Event description:
It was reported the patient (B)(6) experienced uncomfortable stimulation and diagnostics indicate low impedance readings. Stimulation for the lead was turned off. X-rays were taken and no anomalies were reported. Surgical intervention may take place at a later date. Device information was requested but was not provided to the manufacturer.